Manufacturer narrative:
A batch record review was conducted which showed no non-conformances or anomalies that may have caused or contributed to this event. The devices were manufactured and sterilized to specification. Seroma is a common complication after implant based breast reconstruction with or without the use of surgical mesh. Discussion with the reporting surgeon revealed no potential causes for this event and the root cause could not be determined.

Event description:
It was reported that a seroma devloped after bilateral breast reconstruction with ovitex prs ltr and tissue expanders creating drainage through incision sites. A washout was conducted and tissue expanders were replaced.